Event description:
Cryogun shot ice crystals out of connection between tip and gun when on defrost mode. When defrost turned off, gun got cold and as physician was trying to remove it, pt's hymen was frozen causing bleeding. Injury treated topically and caused considerable pain but healed.